Event description:
User alleges while lack of proper humidity when using this product. Had two endotracheal tubes that were almost plugged off with secretions. It is requiring at least once a shift to take pt off and lavage/bag to keep the tube patent. Pt was extubated that had a tube occluded with secretions. Tube and hme were replaced. No adverse outcome reported.